Manufacturer narrative:
It was reported a patient underwent an atrial flutter left (l-afl) cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and experienced a cardiac tamponade which required a pericardiocentesis and extended hospitalization. The device evaluation was completed on 18-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician's opinion on the cause was the fellow (physician) was using too much force while ablating. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial flutter left (l-afl) cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and experienced a cardiac tamponade which required a pericardiocentesis. During the procedure, the patient was diagnosed with a pericardial effusion via an intracardiac echocardiography (ice) catheter and treated with a pericardiocentesis removing 500 cc's of fluid. Physician's opinion on the cause was the fellow (physician) was using too much force while ablating. The patient was stable at the time of the call. Patient outcome is fully recovered. The patient required extended hospitalization. In addition, during the procedure, the location pad fell and was damaged. The adverse event was assessed as MDR reportable. The location pad issue was assessed as non MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 21-nov-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).